Event description:
Revision due to high metal ion levels, alval was noted.

Manufacturer narrative:
UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
After the review of medical records for MDR reportability, it was stated that the patient was revised to address pain. Clinical notes reported bursitis, walking difficulties and weakness. There is no laboratory results provided for metal ion levels. Previous reported complete revision on (B)(6)2013 was the removal of cement spacer and no depuy construct was involved.

Manufacturer narrative:
(B)(4). The complaint states revision due to high metal ion levels. A review of manufacturing records was not required per wi 3430. A review of complaint databases did not identify any anomalies. A review of the x-rays did not identify any implant fracture or disassociation. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is (B)(4).